Event description:
It was reported to philips that the device experienced a charge shock failure. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. A field service engineer (fse) was dispatched for device evaluation. The fse confirmed the reported issues were due to the therapy pca and the defibrillation capacitor, as evidenced by the replacement of those parts. The therapy pca and defib. Capacitor were replaced in order to resolve the reported issues of a charge shock failure. The exact cause of the issues could not be determined as multiple parts were replaced in order to resolve the symptom. The fse confirmed the parts were installed successfully and the device was returned back to clinical use.

Event description:
It was reported to philips that the device experienced a charge shock failure. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.